Event description:
It was reported that the t: slim x2 pump battery was unable to sustain a charge despite being plugged into charging supplies. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.